Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing of ventricular signals on the right atrial (ra) channel. Technical services (ts) provided reprograming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.